Manufacturer narrative:
The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt. This is one of two reports (3007042319-2013-00411 and 3007042319-2013-00412) submitted for a device related to the same patient. Device remains implanted.

Event description:
Approximately fifteen months after lvad implantation, the patient reported a one week history of malaise and fever along with driveline exit site exudate. The patient was electively re-admitted to hospital where a wound culture proved to be positive for (B)(6). All other cultures were negative. He was treated with intravenous ancef. The transplant team recommended a two week course of intravenous ancef followed by oral minocycline for ongoing suppressive therapy. A peripherally-inserted central catheter (PICC) line was inserted and the patient discharged home five days after his admission.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported by the site that the patient was admitted with a driveline infection. Laboratory testing later confirmed (B)(6). The patient was discharged home after insertion a long-term catheter line for two-week medication administration treatment. The device was not returned to the manufacturer for analysis as it remains implanted. Driveline site infection is a known potential adverse event associated with the use of all vads as outlined in the instructions for use (IFU). The IFU and patient manual addressed guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Although a definitive conclusion cannot be made regarding the root cause of the reported infection, patient factors including driveline exit site management and patient comorbidities may increase the risk of infection; with review of the available information there is no indication of any device malfunction or performance issues impacting the event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
The product remains implanted in the patient and is thus not available for analysis. Based on a review of the relevant and available information, there is no evidence to suggest that the reported event was related to a device defect. This is one of three reports (3007042319-2013-00364 and 00411) submitted for a device related to the same patient. Device remains implanted.